Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low battery alarm and power loss alarm. Customer's blood glucose level was 332 mg/dl. Troubleshooting for power loss alarm was performed. Customer advised that the battery was depleted after being used for 2 hours. Customer advised that troubleshooting did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.